Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no known additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Office testing was unable to find a good sensing vector. The system has been programmed off and the doctor may replace it with a transvenous system. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The smart pass feature had programmed itself off due to low amplitudes. The sensing vector at the time of the shock was set to the primary vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The smart pass feature had programmed itself off due to low amplitudes. The sensing vector at the time of the shock was set to the primary vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Office testing was unable to find a good sensing vector. The system has been programmed off and the doctor may replace it with a transvenous system. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The smart pass feature had programmed itself off due to low amplitudes. The sensing vector at the time of the shock was set to the primary vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no known additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Office testing was unable to find a good sensing vector. The system has been programmed off and the doctor may replace it with a transvenous system. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The smart pass feature had programmed itself off due to low amplitudes. The sensing vector at the time of the shock was set to the primary vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.